Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. It was observed that slight charred tissues were evident on the hot jaw. Microscopic inspection showed the heater wire to be slightly flexed away but remained attached at the tip and at the base. An electrical evaluation was conducted. A pre-cautery test was performed following the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0 volts. The device passed the pre-cautery test; it produced visible steam and audible intermittent (not continuous) "beeping" sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.658 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the evaluation, the reported event "device operated differently than expected" was not confirmed. The analyzed failure mode " bent wire" was confirmed. Specific actions for the analyzed failure mode " bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield generator made a continuous solid beeping sound. They then switched out the cord and the same sound kept happening. They then switched out the pigtail adapter and the same sound kept happening. They then tried swapping out with another generator and the same sound continued. At this point they opened a new kit and everything worked fine. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield generator made a continuous solid beeping sound. They then switched out the cord and the same sound kept happening. They then switched out the pigtail adapter and the same sound kept happening. They then tried swapping out with another generator and the same sound continued. At this point, they opened a new kit and everything worked fine. The hospital did not report any patient effects.